Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details of two units were not received from the customer section h4: device manufacturing details of two units were not received from the customer method: the subject devices, three units of rd1300-10 neopuff t-piece circuits were discarded and not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information and description of events provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that, it was hard to turn or adjust the peep valve of three of the rd1300-10 neopuff t-piece circuits. Conclusion: without the return of the subject devices, we are unable to determine the exact cause of the reported event. The rd1300-10 neopuff t-piece circuit is a single use breathing circuit intended to provide ventilatory support to neonates and infants with respiratory insufficiency. The device is designed to connect to the f&p neopuff t-piece resuscitator or any other gas-powered resuscitator compliant to (B)(4). The user instructions that accompany the rd1300 neopuff t-piece circuit state the following: -"ensure pressures are monitored throughout resuscitation." -" test resuscitator function with the blue cap in place or after connecting the test lung to the t-piece circuit. Test before usin.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that it was hard to turn or adjust the peep valve of three of the rd1300-10 neopuff t-piece circuits. The healthcare facility further reported that the rd1300-10 neopuff t-piece circuits were discarded and are not available for evaluation. There were no reported patient consequences.